Event description:
It was reported by bench for another issue, that the device had identified a broken speaker. The device was not in use on a patient at the time of event, there was no patient involvement.